Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. Device thrombosis, bleeding, stroke, and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, secondary to device thrombosis, the lvad pump was turned off by the lvad clinicians. Prior to the discontinuation of device support, the patient suffered an acute ischemic stroke, and was found to have a small subarachnoid hemorrhage. The patient's anticoagulation for lvad therapy was held in order to prevent hemorrhagic progression. However, in the setting of holding anticoagulation, the patient developed acute thrombosis of the lvad that led to pump stoppage. The clinicians made the decision to discontinue lvad support on (B)(6) 2016. The device remained in the patient after discontinuation of support. It was reported that the patient ultimately expired on (B)(6) 2017 due to non-device related reasons. The death was not associated with any device issues. No additional information was reported.